Event description:
The customer reported that her blood glucose measured greater than 300 mg/dl when she woke up in the morning. She checked the site and noticed that the cannula never came out of the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may results," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."